Event description:
It was reported that the pt had an advance sling implanted in (B)(6) 2013. Following the implant, the pt reported incontinence that was worse than baseline. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
The device was implanted in (B)(6) 2013, the specific day was not provided. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.